Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe the label information was not correct. There was no report of patient impact. The following information was provided by the initial reporter: stained box = 2 sp and duplicate lot = 2 sp 13-march-2023¿ rcc reviewed the supporting evidence and found that there is stain on the box and there is a duplicate lot printed on the box. (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary the customer sent (8) photos of 0.5ml 30 ga 8mm, reporting shelf carton damage. The photos were visually examined and observed package printing defect to the outside box. Based on the photos received, embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 2101820. All inspections and challenges were performed per the applicable operations qc specifications. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe the label information was not correct. There was no report of patient impact.the following information was provided by the initial reporter: stained box = 2 sp and duplicate lot = 2 sp.13-march-2023: rcc reviewed the supporting evidence and found that there is stain on the box and there is a duplicate lot printed on the box. (B)(4).